Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-1207l serial/batch number (B)(6) was received for investigation. Visual evaluation found that the returned cannulate drill device matched the drawing specification at revision 32 component at revision 27. No problem found.

Event description:
It was reported that during a knee surgery it was noticed that the ar-1207l drill bit is defective. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.